Event description:
Philips received a complaint on the xl+ device indicating that the power supply is abnormal and cannot be used for charging. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.